Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. B.2 added date of death and required intervention selection as they were inadvertently omitted from initial manufacturer device report number 1220648-2024-25001. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25001 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The us complainant had a cp pump support placed to support an acute myocardial infarction / cardiogenic shock patient. The team was considering coronary artery bypass graft or high risk percutaneous coronary intervention due to underlying condition and comorbidities. The patient developed a cerebellar cerebrovascular accident on day four of the support, and the abdomen was distended due to possible bleed. The patient had four units of red blood cells given. The team and family were discussing the plan of care. The patient had systemic heparin stopped, the pump had no heparin, rather sodium bicarbonate. The family did the make the choice to withdraw care and patient expired.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿